Manufacturer narrative:
The reported communication anomaly was not confirmed in the laboratory. The device was able to establish successful communication with the programmer. Bench and automated electrical test found the device to be normal; no anomaly was found. The cause of the anomaly is undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device could not be interrogated. The device was explanted.